Manufacturer narrative:
Not in manufacturing mode. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window, cracked keypad at select button, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. Customer previously called to report power error detected alarm. The customer was assisted with troubleshoot. The customer also had many replace battery alarms. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.